Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon eval, pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the gelled belt was a result of inadequate connection of the electrode belt to the monitor. The cause for the inadequate belt connection was a result of bent connector pins. The root cause for the bent pins cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
The brother of a (B)(6) male pt contacted zoll customer support to report that the pt's electrode belt was leaking gel from all therapy electrodes. The pt was provided with a replacement electrode belt.